Event description:
During cardiac catheterization and placement of stents, interventional wire was trapped within the stent struts and broke off in the left anterior descending artery. The pt began to have chest pain and thrombus was forming in the artery. The physician stented the area and re-established blood flow. Pt had a stable recovery.